Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt was having issues with their controller when charging their implant and the issue began about 4 weeks ago. Pt notified their manufacturer's representative (rep) of the issue and rep advised the pt to call the manufacturer's patient services so that the pt would get overnighted a controller and battery pack. Pt stated they were able to charge their controller with the ac power supply cord. The manufacturer's patient services specialist (pss) attempted to collect more information on how their controller was not working and pt did not explain if the controller was blank or unresponsive or if any messages displayed on the controller. During the call pss attempted to walk pt through a reboot of the controller and the controller did not power on when plugging the ac power supply cord into the controller. Pt did not have aa batteries. Pt was escalated and demanded a battery pack even though ps attempted to ex plain that the issue was most likely not the battery pack (based on pt's information the pt was implanted a couple months ago). Pt noted that their representative noted that the pt could be overnighted both the controller and battery pack. Pt denied damages on the ac power supply cord. The issue was not resolved. No symptoms were reported. A replacement controller and battery pack were sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID m995402a001 serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: m995402a001, serial/lot #: (B)(6) this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.